Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The customer¿s blood glucose was 166 mg/dl and 194 mg/dl at the time of the incident. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer was unable to remove the air bubbles. The reservoir will be returned for analysis.